Event description:
It was reported on approximately (B)(6) 2015, a pump volume reservoir discrepancy was discovered. The expected reservoir volume was 4 ml and the actual volume was 15 ml. It was planned to access the catheter at a later date after the patient's medical issues had resolved. The patient experienced a headache and increased spasticity. As of the date of this report, the patient's status was "alive - no injury." The pump was delivering lioresal. The cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n359761, implanted: (B)(6) 2013, product type: accessory; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2015 the patient started complaining about not getting great benefit. The patient had a dye study which was negative and no issues were found. During pump refill on (B)(6) 2015, there were no volume discrepancies and the expected matched the actual residual reservoir volume. Event logs were checked and the only thing that showed up was a motor stall due to magnetic resonance imaging (MRI) in february 2015. The motor was stalled for approximately 45 minutes before motor stall recovery was noted. Patient outcome was not provided at this time.